Event description:
It was reported that 1 bd syr 0.3ml 30ga 8mm had foreign matter inside the barrel. The following information was provided by the initial reporter : the customer reported foreign matter found in a barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that foreign matter was found in the barrel. The returned syringe was examined and exhibited a hard piece of plastic in the barrel of the syringe. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Reported medical device lot # : unknown - unknown device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown for reported unknown medical device lot # .

Event description:
It was reported that 1 bd syr 0.3ml 30ga 8mm had foreign matter inside the barrel. The following information was provided by the initial reporter : the customer reported foreign matter found in a barrel.